Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records jan 8, 2018 reviewed. Left knee revised on (B)(6) 2017 for complaint of failed total knee, pain with recurrent bloody joint effusions, and joint instability with valgus clunking. Surgeon noted operatively knee had valgus instability in extension, with the lateral femur being too short by 1-1/2 mm, and varus instability in flexion. Femur and tibial components were revised. Patella was "in good shape". (B)(6) 2016; (B)(6) 2017 left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found an additional unrelated report (com-273214) for package damage against the provided product code/lot code combination(s). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Medical records alleges edema and implant noise (clunk).